Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number is known. Unopened product was returned for evaluation and found to meet manufacturing specifications. A manufacturing device history review investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As of (B)(6) 2015, it was reported that a patient experienced an ulcer on the eye and can no longer sleep in the contact lenses. Additional information has been requested.